Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and of capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and of capsular contracture baker grade iii and IV.

Event description:
Healthcare professional reported right side "signs of capsular contracture", "granuloma induced by silicone", "regular contours and thin walls", "nodules on right breast" and "cysts." The device remains implanted.